Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As the device was not returned, a product evaluation could not be carried out. A risk management review found that the risk files for this product contains loss of negative pressure benefits as a harm resulting of device entering error state due to multiple failure modes. The IFU for this product outlines troubleshooting steps in the event that all lights are solidly illuminated. There are various reasons that the device may enter an error state (all lights illuminated), such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the brand-new pico 7 was opened, the batteries were inserted and the start button was pushed it was confirmed all the indicator lumps illuminated and the pump did not start working. The treatment was done with some ointment and gauze, instead of npwt. No patient harm. No delay was reported. It is impossible to confirm the lot number and the device will not be returned, because the device and the package were discarded.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until the issue is resolved. The loss of negative pressure wound therapy benefits would not be likely to cause or contribute to death or serious injury. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to applicable regulations.